Event description:
In 2004 at around 9:00pm, the pt tested their blood glucose and received a 197 mg/dl and did not experience any symptoms at the time of testing. Pt then took 12u of lantus (based on a sliding scale) and went to bed. An hour later, their spouse went to the bed and noticed that their spouse's side of the bed was wet. Spouse asked pt if pt was ok and pt mentioned that pt felt "lousy". Spouse contacted the paramedics and they arrived 10 minutes later. Spouse did not test the pt on their meter. The paramedic's meter would not register the pt's blood glucose, since their blood glucose was low. The pt was treated with three glucose tablets. In the ambulance the pt's blood glucose registered 45 mg/dl and in the hospital their blood glucose registered 65 mg/dl. Pt was in the hospital untill 3pm the following day and their md withheld pt from taking their insulin until their next md's appointment. Ccr found out that the pt had the meter set to the incorrect code #. Having the meter set to the incorrect code # can lead to false blood glucose readings. Test strips passed using the control solution. Based upon the information provided, this case is being reported as a serious injury due to use error. The pt suffered a serious injury and the meter was set to the incorrect unit of measurement, which could have resulted in inaccurate readings.